Manufacturer narrative:
The hospital biomed checked the mx550 monitor and found no fault with the device. A philips field service engineer (fse) went to the customer site and also tested the device in question. He found the monitor working according to its specifications. According to the customer, the time of the event was (B)(6) 2014, 7:49 ¿ 8:00 in the morning, bed label: bett15. The fse together with the hospital biomed, the deputy and the involved nurse looked into the audit-protocol of the central, and agreed that the monitor and the central correctly generated invasive pressure alarms at the time of the event (audit protocol (B)(4), "art low alarm¿ and ¿art disconnect¿). Also the complaint investigator looked into the audit log and found that there were many invasive pressure alarms for ¿bett15¿ prior, during and after the event starting at 7:44 and ending at 8:09on (B)(6) 2014 (audit protocol (B)(4),¿**art low alarm¿ and ¿***art disconnect¿). Several of these alarms where acknowledged at the central station or the patient monitor. In addition, the nurse said that the alarms were sounding at the monitor in the bedroom at the time of the event. Furthermore it should be noted that the biomed called the fse and stated that from the hospital point of view this does not pose a reportable event and they are not going to report this to the (B)(6) authorities. The above evaluation supports that there was no malfunction of the patient monitoring system and the monitor did not contribute to the patient¿s death. The reported issue resulted from a user misunderstanding related to expected device functionality. The monitor did not malfunction. The hospital biomed, the deputy and the involved nurse agreed that the monitor and the central correctly generated invasive pressure alarms at the time of the event. The reported issue resulted from a user misunderstanding related to expected device functionality. This information obtained from the device evaluation was sufficient to explain the observed event. Therefore no change to the monitoring system was required. The monitor is back in use at the customer site.

Event description:
A patient died while he/she was being monitored on an mx550 intellivue patient monitor. The customer initially alleged that the patient monitor did not correctly alarm for invasive pressure. However, when the nurse was in the patient-room the monitor and the central station were alarming. So the user stated that the monitor was not the cause of the death. The patient was being monitored by the mx550 intellivue patient monitor. The patient died. However, the monitor did not malfunction and did not contribute to the patient death. The customer did not disclose any information concerning the patient condition.